Manufacturer narrative:
The sample was received on 23 april 2009 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4)

Event description:
The nurse observed the adapter detached from the catheter. An x-ray was done to locate the catheter. Later, they found that the catheter had retracted into the safety barrel with the needle. There was no harm to the pt.